Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported, ¿I had another sensor that was provided to me that was working on an ICU patient, then all of a sudden stopped working, and did not alarm on the ge monitor on west 4. This has been consistent with feedback from west 3 and west 4. This is our 5th sensor that this has occurred with." The account states that the nurse saw the sensor flat-line with no alarm sounding by the ge monitor. No consequences or impact to patient were reported.